Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 60 mm diameter thoracic aortic aneurysm in zone 2 approximately 27 months ago. The proximal neck was 40 mm in diameter and 70 mm in length. There was moderate calcification in the common iliac artery, proximal and distal aortic neck. Minor thrombus in the proximal aortic neck and severe thrombus in the distal aortic neck. It was reported that the patient had a severe wound infection at the site of the incision one week post implant. The patient had drainage of the abscess and was administered antibiotics. The patient recovered with this treatment. The investigator assessed this event as not device but procedure related. Fourteen months post implant the patient's blood pressure had dropped. The patient had difficulty speaking and had paralysis on his left side. This event was diagnosed as cerebral infarction at the penetrator area at the department of neurosurgery because the drop in blood pressure led to small amount of blood flow in the brain of the penetrator area. The investigator assessed the event as not device or procedure related. Approximately two months later the pa pt expired. The cause was due to the previous cerebral infarction. The investigator assessed the event as not device or procedure related.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, paralysis, vessel occlusion, wound infection); patient's condition affected effectiveness of device (severely thrombosed vessels). Conclusion: device failure/lack of effectiveness related to patient condition (severely thrombosed vessels).